Manufacturer narrative:
The account's engineer isolated the issue to the head hi/low down valve not seating properly. He replaced the head hi/low down valve to repair the bed.

Event description:
Info received indicates the head hi/low function is drifting slowly.